Event description:
Patient had orif surgery. Due to patient's increasing pain, devices were removed 17 months later. Pre-op diagnosis was non-union with hardware fracture.

Event description:
Patient had orif surgery. Due to patient's increasing pain, devices were removed 17 months later. Pre-op diagnosis was non-union with hardware fracture.